Event description:
It was reported that the impedance decreased gradually while using the device, and "the power supply fell." Afterwards, there was a burning smell from the device. The power supply on time was 2 hours, and the rf power number of times on was 27 (120 sec x 27 times). The generator was returned to the manufacturer for servicing. There were no patient medical complications.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event, the device would not power up. Troubleshooting revealed a blown fuse on the interconnect printed circuit board (pcb) and a shorted output transistor on the analog output board. (B)(4).